Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Per phone call with sales rep 19dec2016: saturday night. On (B)(6) the patient had a certas plus implanted in the left frontal region. The physician was attempting to reprogram the valve and was having difficulty finding the orientation of the valve and reading the setting. X-rays were taken but they were not able to produce a usable image. A revision of the distal catheter was performed. The valve was left in place. No reported adverse effect on the patient. Tried to verify with x-ray. Was not able to obtain a good image. It was reported that the patient had edema and was considered shunt dependent.